Manufacturer narrative:
The stent remains implanted and the delivery device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a ptca procedure, a dissection occurred. The lesion being treated was located in the tortuous and moderately calcified mid left anterior descending artery (lad). The liberte stent was successfully deployed in the mid lad at 18 atms for 63 seconds. However, the physician experienced difficulties while withdrawing the balloon from the stent. The balloon was reinflated and then it was able to be removed. While attempting to remove the delivery device, the guide catheter was pulled into the left main which caused a dissection. Following several inflations with a maverick balloon and a quantum maverick balloon in the mid lad, the patient became hemodynamically unstable. The patient crashed, and an iabp was inserted. The patient was intubated and required defibrillation and cpp. Patient was sent to surgery for immediate CABG and is "now doing well."